Manufacturer narrative:
Terumo has not received the actual device; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
It was reported to terumo cardiovascular that during cardiopulmonary bypass, there was a moderate increased in arterial line pressure (280 mmhg) from the normal range of 200 - 250 mmhg. When the line was disconnected it was noticed that the arterial line pressure was a little over 300 mmhg. After checking the arterial line to the field and cannulation site, and after some readjustment, the line pressure dropped back down to 220 mmhg. No known impact or consequence to patient. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
The sample was not returned for evaluation; therefore, the complaint was not confirmed and a root cause could not be determined. Previous investigations of similar events have determined that the returned parts function as intended, without disconnecting or leaking. From these similar reports it is likely that the quick connects had not been properly connected during the setup of the circuit, causing them to be disconnected during use.. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Terumo has received additional information regarding this event. There was approximately 250ml of blood loss. The patient did receive an extra dose of antibiotics, but fortunately, did not need any blood administered to compensate for the blood loss.